Event description:
Customer reported that she had multiple low blood glucose. The blood glucose reading was 1700mg/dl at the time of the call. Troubleshooting was performed, and the basal rates and settings in the insulin pump were correct. Ran a fixed prime and high pressure test and both passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See scanned page.